Manufacturer narrative:
It was reported that patient ventilation was inadequate due to a compressor leakage. It was confirmed that the high-pressure motor tube in the air compressor was broken, resulting in low air compressor pressure alarm. After replacement of the tubes the air compressor pressure was normal. The compressor was repaired by the hospital¿s personnel. No further information has been received despite requests. Leaking compressor tubing might lead to poor air supply. In the event of a major leak, the compressor will not be able to supply the ventilator with air. Alarms from the connected ventilator and the compressor will then be generated to alert the operator. The conclusion in this matter is that the compressor motor tubes were broken. As no goods were returned for investigation, the root cause why the compressor tubes broke could not be determined.

Event description:
Manufacturer ref. #: (B)(4).

Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. (B)(4).